Event description:
It was reported while using an unspecified bd conventional pen needle the product was damaged. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd conventional pen needle the product was damaged. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck ".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 13sep2022. Unable to perform complaint lot history check due to an unknown lot number for broken cannula npe. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: broken cannula npe), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned (2) used 32gx4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked and rear cannula end is broken and gets stuck. The returned pen needles were examined, and neither sample featured a damaged cannula on the patient end (pe) or non-patient end (npe) of the cannula. Both samples were then tested for flow using a test pen injector: 1 out of the 2 returned pen needles were not able to expel properly. A wire test was then performed on the clogged sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure (npe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.